Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the peek tubing was clogged at the rehedyn valve. The fse replaced the rotor seal stator face. The filters were showing wear. The fse replaced the peek 1-6 to the filter housing. The fse then installed the original column. The fse ran hba1c patient samples and quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 102 pressure limit over was the peek 1-6 was clogged.

Event description:
On (B)(6) 2016, a customer reported error 102 pressure limit over on the g8 instrument. The customer changed the filter and column but the instrument continued to beep and give the message. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.